Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that the patient underwent an initial left hip procedure on (B)(6) 2012. Subsequently, a revision took place on (B)(6) 2012 due to malpositioning resulting in nonunion of the trochanter. The trauma nail was removed. No further information has been provided to date.